Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. All of the buttons functioned properly and no damage was noted on the keypad assembly. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump returned an error alarm. Customer reported that the insulin pump had recently been exposed to water. Customer reported having a low blood glucose level due to over bolusing, but treated the low by drinking juice. Blood glucose level was 117 mg/dl at the time of the call. No further information was provided.